Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they have received no delivery alarms. Customer is reporting past events. Customer was not able to troubleshoot during the phone call. No product is expected to be returned.